Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that sometime between (B)(6) 2012, he had suffered a hypoglycemic event that required paramedics' intervention. Patient was unable to provide a specific date of incident. Patient was also unable to provide concurrent cgm and bg values but stated that his cgm was over 20% different than his actual bg. Patient will try to send his receiver data for dexcom to investigate his cgm values around the time of the event. At the time of his call to dexcom technical support patient reported that he was feeling better.